Event description:
A peritoneal dialysis registered nurse (pdrn) of a peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak from the patient¿s liberty select cycler. The location of the leak was not specified. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the reported event, clarifying that the leak came from the cassette door during drain 1 after dwell 1. The pdrn confirmed there was no leak, malfunction, or other discrepancy involving the solution product. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was prescribed the prophylactic medication keflex (250 mg) to be taken orally three times a day for three days. The pdrn confirmed the patient has continued using a cycler provided by the clinic for their pd treatment without issue while waiting for their new cycler to be delivered. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation, however companion samples are available. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid under the pump assembly on the bottom cover. Fluid was discovered in the hp2 filter. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) of a peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak from the patient¿s liberty select cycler. The location of the leak was not specified. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the reported event, clarifying that the leak came from the cassette door during drain 1 after dwell 1. The pdrn confirmed there was no leak, malfunction, or other discrepancy involving the solution product. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was prescribed the prophylactic medication keflex (250 mg) to be taken orally three times a day for three days. The pdrn confirmed the patient has continued using a cycler provided by the clinic for their pd treatment without issue while waiting for their new cycler to be delivered. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation, however companion samples are available. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.